Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 4 of 4 was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during drain 4 of 4 on the homechoice (hc). The home patient (hp) had disconnected prior to the alarm and then reconnected before the drain cycle began. The technical service representative informed hp that hc unit was ending therapy because of air in the setup. Hp will stop therapy for the day. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used during an esophagogastroduodenoscopy procedure on (B)(6), 2010. According to the complainant, the patient had an eleven centimeter malignant stricture at the lower esophageal sphincter, due to cancer. The patient's anatomy was not tortuous, nor dilated prior to stent placement. During the procedure, as the stent was seventy five percent deployed, an attempt was made to repositioned the stent; however the handle detached. As a result of the handle break the stent could not be fully deployed. The partially deployed stent was removed from the patient without issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.